Event description:
It was reported patient underwent a revision procedure on unknown date due to unknown reason. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Medical products: unknown femoral component catalog # unknown lot # unknown; unknown tibial component catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2022-00802, 0001822565-2022-00805. Product location unknown.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. It is now verified that implanted products are not identified as the source or contributing to the reported infection.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. It is now verified that implanted products are not identified as the source or contributing to the reported infection.